Event description:
It was reported that the patient presented to the emergency room unconscious. A lead fracture was suspected. The lead was capped and replaced. There were no further patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available due to confidentiality concerns.